Manufacturer narrative:
The ht70 ventilator was returned for failure investigation. The unit under testing (uut) was powered and it initially successfully completed post (power on self test). After the unit under testing (uut) was powered down, the shutdown buzzer was immediately silenced. The unit under testing (uut) was disassembled and the top membrane was tested and inspected. This lower resistance indicated a short between the alarm silence and breathing indicator pin. At the end of a typical shutdown sequence, the breathing indicator led briefly illuminates. Therefore a short between the breathing indicator pin and the alarm silence pin would cause the buzzer to be silenced at the end of the shutdown sequence. The root cause of the reported symptom was that pins 2 and 3 of the top membrane were shorted. After a few power cycles, an additional symptom of the device freezing on the 6-image display was observed. The serial port of the device was connected to a computer with hyper terminal software. This was address and upgrading to new software version rectifies this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had not generated an audible alarm when the device was shut down. The ventilator was not in use on a patient at the time of the reported event.